Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients old ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients old ipg was not charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.